Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was 8mmol/l. Customer stated that transmitter does not blink when connected to the sensor. Customer was advised to remove sensor and replaced. The customer found out the electrode is missing when the sensor is pulled out. The customer was advised that we are sending replacement.